Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 1999, the patient underwent a primary left l4-l5 spinal root decompression. In 9/99, the patient presented with prolonged post-op back pain. The investigator noted the event as mild in intensity. Patient has gone through physical therapy and takes naprosyn on occasion as well as soma. Back to work in 2000. The outcome of the event was patient lost to follow up. The investigator noted this event as possibly related to the administration of adcon-l. The investigator noted a possible explanation for the event as pre op back pathology.